Event description:
It was reported that during a scheduled retrieval of an ivc filter, a physician allegedly found that a limb from the left side of the filter was detached and in the peripheral pulmonary artery. It was also reported that the filter may have been tilted about 40 degrees. The physician noted on images that allegedly there is an upper limb that is cocked upwards and another of the lower hooked limbs that is fractured but in place. The pt rec'd the filter six months prior, after experiencing trauma (fractured femur) and pulmonary embolism. Pt had been receiving physical therapy for the fracture. The pt remains asymptomatic at this time. The physician has not yet determined if or when the filter may be removed, as he is planning to consult with another physician before determining his plan of action. The filter remains implanted at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The sample has not been returned for eval as it remains implanted. It is unknown if pt or procedural factors contributed to this event. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.